Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 14th april 2025, it was reported by a sales representative via email that for an ar-1588btb-2j, tightrope® ii btb, with deploying suture, the btb tightrope snapped when shuttling graft through femoral tunnel - there was no struggle with graft passage - the tightrope seemed to be faulty or already frayed. This was detected on (B)(6) 2025 during use in an acl reconstruction procedure. The case was completed successfully as the graft was re-prepped.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error. Excessive force on the shortening suture strands and/or tensioning the strands out of alignment with the bone socket may result in strand breakage and impair the ability to fully seat the implant. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.